Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The cgm reading was 250-300 mg/dl and the patient started vomiting. He went to the hospital where his bg value was 645 mg/dl. He could not remember how many days he remained hospitalized. He was treated with fluids via intravenous (IV) therapy and an insulin drip. He was also treated for atrial fibrillation but does not know if that was related in any way to the hyperglycemic episode. At the time of the report he had recovered. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.